Event description:
The initial clot was located in the right m1 middle cerebral artery (mca). Four passes were made in attempts to retrieve the clot with the subject retrieval device and at the end of the fourth pass embolization to new right a2 anterior cerebral artery (aca) territory occurred. The a2 aca clot was removed with a non-stryker retrieval device. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the device and to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the right m1 middle cerebral artery (mca). Four passes were made in attempts to retrieve the clot with the subject retrieval device and at the end of the fourth pass embolization to new right a2 anterior cerebral artery (aca) territory occurred. The a2 aca clot was removed with a non-stryker retrieval device. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the device and to the procedure.